Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the system. Site reported that the issue occurred again. Representative was unable to replicate the reported issue. Representative tested generator, waveform across hv range. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that while outside of procedure, an "power overload error" was displayed on the imaging system. It was reported that the issue occurred during a scan. There was no patient present at the time of the issue.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that dark frames were detected and the software functioned as designed.